Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09dec2019.

Event description:
The customer reported that the touchscreen is not responding to touch. There was no patient involvement. The fse (field service engineer) evaluated the ventilator and confirmed the reported problem. The fse replaced the touchscreen and the problem was resolved.